Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The date of the product return was provided. The technician duplicated the reported event of heating up and noted that the driveshaft bearing was damaged.

Event description:
It was reported that prior to a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.